Event description:
It was reported that during a hemorrhiodectomy prolapse procedure, the pph stapler was fired and when the surgeon tried to remove the stapler, it would not release from the tissue. He had to remove the tissue from within the jaws and oversew the area because no staples or cut line were formed along one side. There was no pt consequence.